Event description:
Reference number (B)(4). Event occurred in united states. It was reported that patient faced ten infusion set cannula kinked events from (B)(6) 2024 to (B)(6) 2025. The event occurred in three or more hours after insertion. The insertion site was abdomen. The infusion set was in use for twelve hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 10.